Event description:
It was reported that during kit inspection, the handpiece functions at a lower than anticipated speed when depressing the throttle. No adverse event is associated with this malfunction. No patient involvement was noted as a result no harm or delay were reported. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer telephone number: (B)(4).

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was running below specification. The repair has not been completed as the repair site is awaiting customer approval of repair quote. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 foreign country: taiwan.

Event description:
There is no additional information available regarding the event.